Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and the device shut off. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value was 175 mg/dl. Customer was unable to continue troubleshooting due to the device running out of battery and being powered off. Customer was advised revert to a backup plan until being able to change the battery and call back to troubleshoot.